Manufacturer narrative:
The device was not received for evaluation, however, a picture was provided. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with two (2) units of theranova 400, an internal blood leak was observed. Blood loss of 100 ml was reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Updated information added to d4: lot #. Should additional relevant information become available, a supplemental report will be submitted.